Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable c-reactive protein gen.3 (crp) result for one patient on their c311 analyzer. The customer stated the other tests run on the sample repeated the same. The patient's initial crp result was 0.20 mg/l and it was reported outside the laboratory. The doctor questioned the result. The repeat result was 45 mg/l. The patient was not adversely affected by this event. The crp reagent lot number was 686609 and the expiration date was 05/31/2014. A root cause could not be determined with the information provided. Further details were requested but not provided. There was no patient sample available for investigation.